Event description:
Customer reported receiving erratic, low, glucose readings from her precision xtra meter. Customer reported eating significant amounts of food as well as drinking kool-aid based upon her meter's readings and expressed concern about her meter's accuracy. Customer also reported experiencing symptoms of headache and denied losing consciousness or having a seizure. Because of her concerns, customer reported going to hosp where a reading of over 700 mg/dl was rec'd on an unk brand of meter. She was diagnosed with severe hyperglycemia and treated with insulin intravenously. It should be noted, the comparison readings were not done within a 10 min timeframe and customer ate between readings. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.